Event description:
Boston scientific received information that there was pacing inhibition involving this patient¿s pacemaker and right ventricular (rv) lead and right atrial (ra) leads. There was also a non-detection issue and muscle stimulation noted with the patient¿s system as well. It is unknown if there was greater than two seconds of asystole. Surgical intervention was performed to explant the ra and rv leads and implant new ones. The pacemaker continues to remain in service with new leads. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.